Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the purge line was leaking at the reservoir. The complication was managed, and the case continued. The patient was successfully weaned from the impella and the device explanted.